Event description:
It was reported, the patient is unable to recharge her ipg. The patient also stated, she lost stimulation approximately 4-5 months ago and the patient's ipg reflects a communication error. Trouble shooting was unable to resolve the issue. Follow-up information revealed the sjm representative met with the patient and confirmed the issues. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.